Event description:
While transfusing a unit of whole blood (gravity flow), nurse squeezed pressure pump and the upper top of that section separated approx 1/3 of way around from cylinder of pump. The break was on the side farthest from pt and nurse, so blood spill was on wall, equipment, & lower part of nurse's clothing only. The separation was not a tear, but at connection of top & cylinder.